Manufacturer narrative:
Philips service performed calibration and adjustment of the x-ray tube and replaced the point of the front x-ray generator. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a short circuit in rail voltage output caused an x-ray error on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.